Event description:
Healthcare provider reports: nurse was plugging the power adapter into the protime and allegedly received a shock. Nurse was reported to be ok but a little shaken up. No medical attention was required at the time.

Manufacturer narrative:
(B)(4). Manufacturer awaiting further information on this complaint for reporting evaluation.